Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaint from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported after the 12x20mm armada 35 balloon dilatation catheter was removed from it's packaging the protective sheath could not be removed. Another device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.